Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep during treatment of a soft tissue lesion in the patient¿s mid anterior tibial artery. Moderate vessel calcification and no tortuosity is reported. Lesion exhibited 80% stenosis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. It is reported a leak occurred on the balloon at an inflation pressure of 9atm. No fragments remained in the patient. The device was safely removed from the patient. The procedure was completed with a non-medtronic balloon. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation during visual inspection, a kink was found on the catheter shaft at approx. 19.4cm proximal to the distal tip. A 0.014¿ guidewire from the lab was unable to be front loaded via the tip due to a twisted guidewire lumen at the distal end of the device. The guidewire was loaded via the guidewire port on the luer and again would not pass by the kink on the shaft. Balloon returned in post inflated state. Inspection under the microscope showed bunching to the balloon and the inner lumen at the distal end of the device appeared to be curled. Marker bands are present on the balloon. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. Using the syringe, a vacuum was pulled and no bubbles appeared indicating no leak present. The balloon was inflated to nominal pressure of 7 atm and no issue was noted with the balloon. The balloon was then inflated to rated burst pressure of 14 atm and no issue was noted with the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.